Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-06137, 2134265-2009-06138. It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis and a myocardial infarction occurred. The pt presented with chest pain. A 3.0x20mm, 2.75x32mm and 2.75x20mm taxus express2 drug eluting stents were deployed in the right coronary artery and the left anterior descending artery. No pt injuries or complications were reported. Five months post procedure, the pt presented with thrombosis in the mid and distal third of the left anterior descending artery. No further pt injuries or complications were reported.